Event description:
It was reported that (2) er320 and (1) atw35 were used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the staples were not feeding out. It is unknown how the case was completed. There was no consequence to pt.